Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury. Ref MDR 2112667-2013-00005. The distributor performed a checkout of the equipment and noted that the unit alarmed for reverse flow and tidal volume. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. Manual mode of ventilation is available to maintain ventilation of the pt. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. In engineering eval, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphram to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphram into the stuck open position. The initial reporter is located outside the u. S., and therefore, this info is not provided due to country privacy laws.

Event description:
The distributor reported that, during a case, the bellows are not working as expected. There are no reported pt injury.